Event description:
The customer reported that insulin squirted out during the manual prime process. The blood glucose reading was 198mg/dl. Troubleshooting was performed. The caller stated that the insulin pump alarmed, and the drive support cap was loose. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had missing end cap sticker.